Event description:
Lithotripsy was being performed on a patient. 2500 shocks were administered over 34 minutes. The minimum voltage was 1 and the maximum voltage was 4. At the end of the procedure, the patient was noted to have a dime size burn/abrasion on left lower back. The area manager reported this is a common injury, occurring in approximately 20% of uses.